Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled generator change, externalized conductors were observed on the lead. No electrical anomalies were detected. Lead was capped and replaced. There were no adverse consequences to the patient.